Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the conical tip of the vasoview hemopro dissection tip broke off during initial dissection. The cone end detached and fell right at the incision, so they were able to retrieve it. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.